Event description:
It was reported by the customer that the device was used during a partial colectomy. A user facility medwatch was completed (B)(4). The device was loaded with a green reload. The surgeon stated the knife cut across, but only half of the staples were formed. There were no blood products required. The second device with a blue reload fired successfully to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with two cartridge reloads present. The reloads were received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. User facility medwatch (B)(4).